Event description:
On (B)(6) 2012, the reporter contacted animas and stated that there was a crack around the up arrow keypad button and that the up arrow button had a delayed response. The keypad cover reportedly broke off. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient reportedly was out of the country and stated that the tactile issues with the up arrow button occurred prior to the crack. It was indicated that the patient wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the up arrow button. On testing, the contrast button responds intermittently. The up arrow, down arrow and ok buttons respond normally. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).